Event description:
It was reported when the device was used during a colectomy, there was no staples present after firing. The case was converted to abdominoperineal resection with a permanent colostomy.